Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-4316, lot #: 18499642, description: next generation anchor kit-sterile. Model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's 14 contacts on the right lead were showing high impedances and the patient was not getting adequate stimulation. It was noted that the patient had intra op testing and they figured out that the lead was malfunctioning. The patient underwent a lead revision procedure wherein the clik anchor that goes with it were replaced with a new ones. Device malfunction was suspected.

Event description:
A report was received that the patient was getting inadequate stimulation. An impedance check revealed that one of the leads displayed high impedances on fourteen contacts. The patient underwent a revision procedure and during intra-operative testing the physician determined that the lead was malfunctioning and chose to replace the lead and clik anchor. The patient was doing well postoperatively.